Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013, and a mesh was implanted, concurrently with a pelviscopy, extensive adhesiolysis, bso, adept fluid installation and neurorrhaphy, suprapubic catheter placement, anal sphincter repair, panniculectomy and insertion of on-q marcaine pump due to extensive adhesions and bilateral ovarian cysts. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced urinary/bowel problems, bleeding, neuromuscular problems and other. No additional information was provided.